Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
MFR reference number: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light powerled device. It was stated that paint deformation and rust spots appeared on the brackets and connection of spring arm. Furthermore, there were cracks in the paint and flaking of the coating. The issue was discovered before procedure however we decided to report in abundance of caution. It was established that when the event occurred, the light-head did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend and that the reported scenario has never lead to serious injury or worse. The manufacturer has performed an investigation for that case. Unfortunately, despite many attempts we did not receive the information about cleaning products used to clean the device. According to the part evaluation, our product knowledge and based on the previous complaints, we assume that the main factors which lead to the deterioration of surfaces are concentration of chemical products and presents of agent residual on the disinfected surfaces. To prevent any other similar case, maquet sas recommends in the powerled user manual 01581en ed.07 how to clean the device. What is more, it is recommended by maquet to daily check the device for chipped paint, impact marks and any other damage. We believe that if the manufacturer recommendation in the IFU would have been followed the incident would have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time. If we will receive more information about the issue we will update the investigation.

Event description:
MFR reference number: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The issue will be investigated by the manufacturing site.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with powerled 500 and 700 devices attached to one main tube. As it was stated, strong bubbles and rust spots appeared on the brackets and connection of spring arm. Furthermore, there were cracks in the paint and large-scale flaking of the coating. The issue was discovered before the use on patient however we decided to report it in abundance of caution. MFR reference number: (B)(4).